Manufacturer narrative:
Complaint conclusion: as reported, after a percutaneous coronary intervention (pci), hemostasis was obtained using a 6-7 fr. Mynxgrip vascular closure device (vcd). The mynxgrip deployment went normally and no hematoma was present. There were no problems with the deployment process and the tech did get bleed back on the sheath side valve like normal. However, the patient had to come back to the lab later on that day due to an occlusion that was believed to be the sealant of the mynxgrip that had migrated into the vessel. A perfusion catheter was placed and the patient was taken to the operating room (or). A cut-down procedure was performed. The post-op note from the operating room (or) physician did not mention anything about a sealant being extracted from the patient, but he did however mention blood clot being extracted. The attending physician and surgeon do not believe that the mynxgrip was to be the cause of the occlusion. Films were received. Three angiography images were provided of the right groin. The first image shows the initial groin shot of the femoral artery. The second image shows an occlusion of the femoral artery. However, the cause of the occlusion cannot be verified through this image. The third image shows the femoral artery with flow restored. However, the image was provided with a circle drawn around a portion of the vessel with what appears to be a clot or material of some sort. The image states "film showing suspected mynx sealant." However, this is unable to be clarified with this image. No other information was provided. The device was not available to be returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. The reported ¿sealant misdeployment (intravascular)¿ could not be confirmed through review of the procedural images provided, and without return of the product for analysis. However, the occlusion was confirmed through review of image # 2 provided. The exact cause of the occlusion could not be conclusively determined. An occlusion occurring after a peripheral intervention is a known potential complication and is listed in the mynxgrip IFU as such. An occlusion can be caused by dislodged plaque/calcium or thrombus embolizing and occluding all or part of the vessel. It can also be caused by the sealant being deployed intravascularly, either partially or completely. Vascular occlusions would most likely require additional intervention, such as thrombectomy, stenting, or surgical intervention in order to restore/improve flow. Based on the information provided, it is possible that vessel characteristics (although not provided) may have contributed to the issue experienced since it was additionally reported that the attending physician and surgeon do not believe that the mynxgrip was the cause of the occlusion, and the o.r. Physician reported removing a blood clot. According to the instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. As warned in the IFU, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ additionally, it should be noted that if the balloon is improperly placed (i.e. Secondary to branch vessel or venous valve) during hydrogel sealant deployment, the hydrogel sealant could be pushed into the artery/ vein. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
As reported, after a percutaneous coronary intervention (pci), hemostasis was obtained using a 6-7 fr. Mynxgrip vascular closure device (vcd). The mynxgrip deployment went normally and no hematoma was present. There were no problems with the deployment process and the tech did get bleed back on the sheath side valve like normal. However, the patient had to come back to the lab later on that day due to an occlusion that was believed to be the sealant of the mynxgrip that had migrated into the vessel. A perfusion catheter was placed and the patient was taken to the operating room (or). A cut-down procedure was performed. The post-op note from the or physician did not mention anything about a sealant being extracted from the patient, but he did however mention blood clot being extracted. Films are attached to the complaint file. The attending physician and surgeon do not believe that the mynxgrip was to be the cause of the occlusion. Three angiography images were provided of the right groin. The first image shows the initial groin shot of the femoral artery. The second image shows an occlusion of the femoral artery. However, the cause of the occlusion cannot be verified through this image. The third image show the femoral artery with flow restored. However, the image was provided with a circle drawn around a portion of the vessel with what appears to be a clot or material of some sort. The image states "film showing suspected mynx sealant." However, this is unable to be clarified with this image. No other information was provided.